Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button was pulled out of j1005 on the ca board causing damage to the rear response button cable the root cause of the damaged cable cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons would not activate the monitor.